Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 62 mg/dl, 481 mg/dl and 57 mg/dl. Test strips have all bee used and disposed of. No adverse event reported. Remaining test strips were used, meter was requested to be returned for evaluation.